Event description:
It was reported that a pump memory error occurred during telemetry with the pump on (B)(6) 2014. The caller stated that she had received a dialogue box that stated the memory error had occurred post telemetry. No audible alarms were heard and no events were listed in the pump logs. All programming was correct post pump update with the dose increase programming adjustment. No patient symptoms were reported. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).